Manufacturer narrative:
Additional information: d9, g3, g6, h2, h3, h6. One tactisys quartz sn 33761 was received for evaluation at the tech center. Valid contact force was observed during evaluation. Based on the information and investigation provided to abbott, the root cause remains undetermined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.

Event description:
During preparation for a pvc procedure with the patient in the room, it was noted that the contact force was not displaying, and the indicator remained purple which caused procedural delays. The tacticath se was reseated without resolution. The catheter was replaced with another tacticath se from a different lot without resolution. The optical port of the tactisys was cleaned with isopropyl alcohol without resolution. The tactisys was replaced with another tactisys, resolving the issue. The procedure was completed without any patient consequences.